Manufacturer narrative:
The unit was evaluated at philips and the failure was verified. Reloading the software resolved the failure.

Event description:
The customer reported that the unit failed to power up.